Manufacturer narrative:
This product was manufactured before the implementation of the UDI regulation, so the complete UDI is unavailable. Applicable us product data has been included in this report.

Event description:
It was reported that this right atrial (ra) lead exhibited an insulation breach of unknown cause and was surgically abandoned. The tip of this ra lead broke off and remained in the superior vena cava area of the patient's body. This ra lead was replaced with different model. No additional adverse patient effects were reported.